Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) identified a premature ventricular complex rhythm, atrial fibrillation (afib), left bundle branch block (lbbb) with qrs complex greater than 120 milliseconds (ms), and left axis deviation. Medication was provided. Four days following the implant procedure, bradycardia with a heart rate of 30 beats per minute (bpm) was identified. Medication was discontinued. Five days following the implant procedure, complete heart block with lbbb and afib were identified. A permanent pacemaker was implanted eight days following the valve implant. No additional adverse patient effects were reported.